Event description:
It was reported that this right atrial lead was explanted and replaced due to high pacing impedance out-of-range greater than 2000 ohms. Additional information was received stating that this lead showed also oversensing. Atrial tachy response occurred due to the mentioned issues but no symptoms were reported by the patient. No evidence of lead damage/fracture was noted. This lead was returned and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing and tissue was entwined. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 200 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with fatigue damage. Outer insulation was melted in several places, this is likely explant damage from electro-cautery. Analysis concluded that the clinical observations of oversensing and pacing impedance high out of range were likely caused by the confirmed fracture.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right atrial lead was explanted and replaced due to high pacing impedance out-of-range greater than 2000 ohms. Additional information was received stating that this lead showed also oversensing. Atrial tachy response occurred due to the mentioned issues but no symptoms were reported by the patient. No evidence of lead damage/fracture was noted. This lead was returned and no additional adverse patient effects were reported.